Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The product was received and evaluated. An external visual inspection was performed and passed. The product was not evaluated because sensor has been compromised and the environment in which the system failed cannot be replicated. A probable cause could not be determined. No additional patient or event information was available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2023. It was indicated that the patient rubbed/bumped/laid on the transmitter, which is misuse of the device. On (B)(6) 2023, the patient experienced inaccurate cgm values 7 days after the sensor was inserted in the arm. The patient was feeling weak, hot, sweaty, and clammy and then lost consciousness. At that point, the cgm reading was 73 mg/dl. The spouse called the paramedics, and they took a bg reading when they arrived which was 29 mg/dl and the cgm reading was 73 mg/dl. The paramedics treated the patient with an unspecified injected medication and food. The paramedics stayed for 30 minutes, and the patient recovered, at that time the bg was 296 mg/dl. At the time of the report the patient was fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.